Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-01432. It was reported the patient was not receiving effective stimulation and stopped charging her ipg. The patient underwent surgical intervention where her entire system was removed.